Event description:
Covidien received info that, during patient use, the ventilator stopped cycling. The device was removed from the patient. No harm or patient injury reported. The investigation is still in process.

Manufacturer narrative:
(B)(4). Re-evaluation of the complaint identified the xb0069 was found to be present within the diagnostic log of the device associated with this complaint. The xb0069 is a monitoring task that runs on the gui (graphic user interface) cpu processor. If the gui monitoring task has determined that the pressure exceeds the clinician set pressure limit and the bdu has not triggered a high pressure pt alarm, then the xb0069 code is initiated. Once the xb0069 is initiated the pbb840 ventilator systems enters a ventilator inoperative condition which triggers the safety valve to open and initiates a continuous high priority alarm. When the safety valve is open, the ventilator opens a path for the patient to breath room air spontaneously, although positive pressure ventilation is no longer provided. Field action associated with this issue was issued december 16, 2013.